Event description:
A malfunction alarm identified as malfunction 1-0x200c was reported, which occurred in denmark. The impact on the customer's blood glucose level is unknown as no specific information was provided. The customer had already reset the pump within the last 24 hours, prompting a pump replacement. The replacement pump was confirmed under warranty, and the customer was instructed to return the faulty pump within ten days while being provided with necessary transport instructions. The customer declined to share details about the backup insulin therapy but confirmed their shipping address.